Manufacturer narrative:
Result: damaged siderail panels with sharp edges and fluid ingress. Missing scale labels.

Event description:
It was reported by svc report that the right head-end siderail hoop had a hole at the top, and the outer panel was cracked. The left head-end outer panels were also cracked, and the scale was missing the labels. It is unk if there was pt involvement or adverse consequences to report.